Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 34348586. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33845642. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7128877. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7124834. Product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5001276.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a staphylococcus infection at the site of the implantable pulse generator (ipg) and burr hole covers where symptoms of drainage, puss and redness were present. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics and was doing well postoperatively. The explanted devices were disposed at the medical facility and were not returned.